Event description:
It was reported that the battery of this pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. However, data that was sent did not contain the files required for analysis. To date, this device remains the same. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.